Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The customer complaint of a transmitter failed error could not be confirmed as the transmitter passed testing. The root cause could not be determined as the complaint could not be replicated with the returned device.